Manufacturer narrative:
Device received and unable to perform displacement test due to partially broken reservoir tube lip and missing reservoir o-ring noted. The p-cap not locks into the reservoir compartment properly due to broken reservoir tube lip noted.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Reportedly, connection with reservoir compartment and the plastic broke off the pump. The reservoir was able to lock in place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was not expected to be returned for analysis.